Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens, -09.0 diopter, and the lens tore during injection into the eye. The lens was removed with no apparent injury and was exchanged for another same model/diopter lens. The exchange solved the problem. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation found that the lens was returned in liquid in lens case/vial. Visual inspection found haptic broken. Claim # (B)(4).